Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist for use during cardiogenic shock & impella cp with smartassist system. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: hemolysis. ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿

Event description:
The complainant had an impella cp pump placed to support 57-year-old male patient who went down in (B)(6) and got CPR for and defibrillated for ventricular tachycardia/ventricular fibrillation. The pump was placed after a percutaneous coronary intervention (pci) and the pump support was withdrawn after 70 hours and patient expired. The support did have signs of hemolysis ongoing and continuous renal replacement therapy (crrt) was initiated during the support. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
The investigation for the hemolysis has been completed. Data logs were reviewed and showed that the pump ran without issue during support. There were positioning issue alarms triggered during support but resolved quickly. Product was not returned for review. The root cause of hemolysis was unable to be determined as limited clinical details were provided and no product was returned for review.